Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens with no incision enlargement and put in another same model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic and haptic is torn off & missing. There is clear and reddish residue on the lens. The cartridge was received and a visual inspection shows no visible damage. There is clear surgical residue on the cartridge. Conclusions: no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.